Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the enteral feeding pump is feeding too fast. It was set to feed for an hour and fed for 40 minutes.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿the enteral feeding pump is feeding too fast. It was set to feed for an hour and fed for 40 minutes". The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.